Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.